Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 500mg/dl. It was stated that the infusion set tubing was leaking. The customer changed the infusion set prior to her hospitalization, but the blood glucose was still running high. Also, it was reported that the device alarmed no delivery during bolus. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high-pressure test and passed. Reviewed the programming and it was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.